Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 14 december 2020: the physician stated that there was a little bleeding coming from the valve, it had been a little more than usual and that the patient was fine. It did not affect the outcome of the case, and there was no significant blood loss.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the doctor said there was some bleeding from the hub of the glidesheath slender sheath (more than usual). There was no adverse event as a result. The procedure was completed successfully.